Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they experienced high blood glucose of 516 mg/dl. The customer treated with the bolus with insulin pump. Customer declined to troubleshoot for high blood glucose level. The customer also reports insulin flow block alarm. The device will not be returned for analysis